Manufacturer narrative:
A temporal association exists between fresenius products and the pt. Experiencing cloudy pd effluent with presumed peritonitis during the hospitalization course for pulmonary aspergillosis, pneumonia, muscle weakness, anemia of chronic kidney disease and cellulitis of the upper extremities. However, there is no documentation of any reported allegations between fresenius products that indicate a potential causal relationship to the presumed peritonitis event. Furthermore, the etiology of the pt¿s cloudy pd effluent with presumed peritonitis cannot be fully determined due to multifactorial issues (during hospitalization) in the setting of pt¿s severe deterioration in health status which resulted in withdrawal from dialysis and transitioning to hospice for end of life care. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
Information reported by patient's peritoneal dialysis nurse and 20 pages of received medical records were reviewed revealing this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy (for unknown period time) was hospitalized on (B)(6) 2017 with noted diagnoses; pneumonia/ pulmonary aspergillosis, muscle weakness, anemia of chronic kidney disease and cellulitis of the limb (notably bilateral upper extremities). It was noted the patient¿s daughter was performing ccpd treatments on the patient while hospitalized. On (B)(6) 2017 (during hospital course), the patient reportedly developed cloudy pd effluent and was presumed to have peritonitis. The etiology and course of treatment for this presumed peritonitis event is unknown. Additionally, on (B)(6) 2017, the patient was noted to cease ccpd treatment in the setting of deteriorating health status (likely related to pulmonary aspergillosis) with expected impending death. As a result, the patient was placed on hospice service and later expired at home on (B)(6) 2017.